Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the coronary artery. An opticross 6 hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the wire had started to wrap around the catheter. Both the catheter and the wire were removed from the patient. The procedure was completed. No patient complications were reported.